Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported that patient had a urinary tract infection (uti) and was on medication from their doctor. Patient had an infection in their bladder and stated that they had an appointment with the infection disease doctor and was currently in the hospital. Patient mentioned they were in the infusion part for their cancer. Patient stated their doctor instructed them to turn up their stimulation on (B)(6) and when they attempted to unlock the controller, they saw the 'unable to find device' message. Patient removed batteries and replaced them and tried again but saw the same message. No further complications were reported.